Event description:
Pt had bilateral silicone breast implants in 1976. Breast implants were removed on 6/28/96 because of leaking. Contacted physicians office which did not know any specifics about type of implants only the year they were put in; 1976.